Event description:
It was reported that the patient was experiencing erratic and painful stimulation as well as coughing with device stimulation. The generator was disabled and a diagnostic test was performed which found normal impedance values however the battery was near end of service. The patient was referred for generator replacement surgery which occurred on (B)(6) 2016. After replacement the generator was programmed on and the patient began coughing with stimulation. The explanted generator was returned for product analysis on (B)(4) 2016. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: ¿the explanted generator was received for analysis on 03/30/2016.¿ this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
The explanted generator was received for product analysis on 3/30/2016. Analysis found that the generator performed to functional specifications however eri was flagged indicating a low battery.